Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the exposed cutting wire was kinked and the cutting wire in the catheter was detached at 26.5 cm from the distal tip. Additionally, the working length was twisted and bent. A functional evaluation could not be performed due to the detached cutting wire. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the working length was bent and twisted and the exposed cutting wire was bent. These failures are known issues caused during manipulation of the device or due to the interaction with the endoscope or other devices. Additionally, the cutting wire was detached at 26.5cm from the distal tip inside the working length. The device cannot perform bowing or a correct orientation with the condition of the cutting wire. Based on the condition of the device this failure could have been caused by the retraction of the device in the coil position, manipulation of the device, or technique used during the during the procedure. All compiled information from this investigation concludes the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2020. According to the complainant, during the procedure, the physician tried to rotate the handle but the wire had no response. Additionally, the device failed to bow when the handle was actuated. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire detached.

Manufacturer narrative:
Correction - block b5 (describe event or problem): corrected date of procedure from (B)(6) 2020. Correction - block h6 (device codes): added material deformation and material twisted/bent. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the exposed cutting wire was kinked and the cutting wire in the catheter was detached at 26.5 cm from the distal tip. Additionally, the working length was twisted and bent. A functional evaluation could not be performed due to the detached cutting wire. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the working length was bent and twisted and the exposed cutting wire was bent. These failures are known issues caused during manipulation of the device or due to the interaction with the endoscope or other devices. Additionally, the cutting wire was detached at 26.5cm from the distal tip inside the working length. The device cannot perform bowing or a correct orientation with the condition of the cutting wire. Based on the condition of the device this failure could have been caused by the retraction of the device in the coil position, manipulation of the device, or technique used during the during the procedure. All compiled information from this investigation concludes the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician tried to rotate the handle but the wire had no response. Additionally, the device failed to bow when the handle was actuated. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire detached. Please see block h10 for full investigation details.